Event description:
The archiving software can merge 2 pt image files into one. Apparently, the pt info can be lost for 1 pt and both sets of images will be displayed for the other pt. No event has been reported.